Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of damage/crack in the connector. The reason for the return was confirmed. Correction h6 (patient codes (ime/annex e), h6.1 (device codes (fdd/annex d) and additional codes imf (annex f) health impact: these codes have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a patient was placed on ECMO (extracorporeal membrane oxygenation) in the intensive care unit (ICU), a bio-medicus life support catheter and introducer was inserted and a broken defect was observed in the most proximal part of the hard plastic connector to the tubing. The cannula was not changed due to the patient¿s circumstances, and connecting the tubing did not cause any problems as the connector was secured with a cable tie. The device was used to complete the procedure. No patient complications have been reported as a result of this event. Medtronic received additional information that the cannula was not heated or cooled prior to use. The cannula was delivered in a back pack as they had to cannulate in another hospital. The damage was not in the location of the sutures. The customer cannulated by placing the white introducer inside without applying any special force. When they were about to connect the tubing, they noticed a clear break in the most proximal part of the cannula, which appeared whitish. The break did not reach the end. Since there was a margin that was not broken, they decided to connect the tubing and proceed with ECMO, and then a more distal tie was placed. It continued to be used in the patient without any issues.